Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Caller reported patient is in ICU with dka. Caller stated patient was vomiting and very ill and tested on a competitor's meter with a blood glucose level of 360 mg/dl; patient was giving herself boluses but her blood glucose level did not go down. Caller reported patient also experienced elevated heart rate with the vomiting. Caller stated patient was taken off of the pump and placed on an insulin IV drip and also given lantus at night. Caller alleges air bubbles in the cartridge were the cause of the elevated blood glucose level; alleged cartridge has been discarded and will not be returned. No further product return was requested.